Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had issues with clumping platelets. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device manufacturer: this has been corrected to mfg us broken bow. Manufacturing location: this has been corrected to mfg us broken bow.